Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead, the right atrial (ra) lead and the left ventricular (lv) lead had dislocated or showed loss of slack due to the sleeves not being tightened sufficiently. It was noted that the rv lead had increased threshold measurements. The lv lead had to be re-implanted, including cannulation of the coronary sinus and remains in use. The ra lead and the rv lead were repositioned, and the ra lead remains in use. After repositioning, the leads were connected to the analyzer and showed no issues. When the leads were connected to the device, the rv lead exhibited artifacts and oversensing. It was suspected that the cardiac resynchronization therapy defibrillator (crt-d) header may have been damaged, so the crt-d was explanted and replaced. The rv lead continued so exhibited artifacts with the new crt-d, and it was determined that the rv lead insulation had been damaged and blood was observed in the lead body. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.